Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product during additive solution phase despite the yellow line clamp was open. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time the platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture and expiry date are not available at this time. Investigation: the run data file (rdf) was analyzed for this event. By system design, when donor rinseback is not entered or completed, the system does not perform the normal checks for proper channel line clamp closure during prime of the pas solution or proper pas connection because the tubing set and return reservoir remains full of donor blood. Instead, proper steps are assumed to be taken, alerts are not generated, and an end or run summary flag is presented to verify platelet volume in case of an undetected error. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then an alert is generated. At all times during the pas addition, the test was in place, the system used the existing baseline which upon pas addition did not recognize the additional rbcs in the line and therefore no alert was generated. Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. By system design, when donor rinseback is not entered or completed, the system does not perform the normal checks for proper channel line clamp closure during prime of the pas solution or proper pas connection because the tubing set and return reservoir remains full of donor blood. Instead, proper steps are assumed to be taken, alerts are not generated, and an end or run summary flag is presented to verify platelet volume in case of an undetected error. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then an alert is generated. At all times during the pas addition, the test was in place, the system used the existing baseline which upon pas addition did not recognize the additional rbcs in the line and therefore no alert was generated. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: by system design, when donor rinseback is not entered or completed, the system does not perform the normal checks for proper channel line clamp closure during prime of the pas solution or proper pas connection because the tubing set and return reservoir remains full of donor blood. Instead, proper steps are assumed to be taken, alerts are not generated, and an end or run summary flag is presented to verify platelet volume in case of an undetected error. The verification during the addition phase is based on a change of the rbc detector reading. If the reading increases too much beyond the baseline, then an alert is generated. At all times during the pas addition, the test was in place, the system used the existing baseline which upon pas addition did not recognize the additional rbcs in the line and therefore no alert was generated.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product during additive solution phase despite the yellow line clamp was open. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available. The product was destroyed and they didn't do any testing before. The platelet collection set is not available for return because it was discarded by the customer.